Event description:
While deploying the stent in a proximal lesion in an om ii branch, leakage of contrast was observed from the proximal end of the balloon. A vessel dissection was observed several millimeters proximal to the stent, which was treated by the implantation of another stent.